Event description:
The customer reported an error code which indicated that the iris collimator was operating in way that was larger than intended.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable assembly was replaced during the service call. The system was tested and found to be in working as intended and returned to service.